Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had lost a significant amount of weight and began experiencing pain at the scs ipg implant site as a result. Subsequently, the patient's physician relocated the scs ipg pocket site. The patient's scs ipg was reportedly moved from the right back to the left, and about four inches higher with a deeper pocket. Follow up information identified the surgical intervention resolved the reported issue.